Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that when the field representative attempted to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) when it was still in the box, a screen appeared indicating the device should not be implanted as the initial device check was unsatisfactory. The s-ICD was never in service and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the subcutaneous implantable cardioverter defibrillator (s-ICD) found no anomalies. During analysis the laboratory could successfully establish communication with programmer. The device¿s memory was downloaded and noted a stored code from two months earlier that indicated an issue with the device¿s memory. Additional analysis was performed where the case was opened, however the cause of the memory issue was unable to be determined.